Manufacturer narrative:
(B)(4). Evaluation, method - lens work order search. Results: lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Event description:
The surgeon inserted the micl13.2 implantable collamer lens in the patient's right eye on (B)(6) 2012. The patient study enrollment card was received and the patient indicated they had been told by the physician that he had loss vision because of the developement of cataract. Additional information has been requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Event description:
Additional information received - the facility reported the patient had some residual astigmatism but no development of a cataract. The patient was contacted and he indicated he does not have cataracts.

Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Evaluation method: medical review results: medical review - the myopic icl does not have any astigmatic component and does not correct for astigmatism. The patient's astigmatism is a pre-existing condition and is not due to icl implantation. (B)(4).